Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device remains implanted.

Event description:
It was reported that the patient's left hip was revised. Patient presented to the emergency room with a dislocation. A closed reduction was attempted and was unsuccessful. During the revision, the poly insert was found to have dissociated from the femoral head and dislocated from the metal liner. The poly insert, femoral head and stem were revised (stem was revised to add version to the hip construct). The metal liner and shell were retained.